Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced belt clip/holster anomaly, damage (physical or cosmetic), back light anomaly, no current code/category, keypad/button unresponsive/button error. The customer reported no adverse event. The event involved product(s) acc-1601, mmt-1780kl. Troubleshooting was not performed. The customer reported pump screen was scratched and pump light was really dark and hard to see, sometimes has no light where the patient cannot see on the pump due to the light on the pump can cause the patient to over dose insulin which puts her in a panic mode to have to eat something she normally does not. The up and down button was wearing down. Hairline crack by the belt clip and battery on the pump all the way down, belt clip was broken. No harm requiring medical intervention was reported. It¿s unknown whether the customer will continue using the insulin pump. No product return is required for acc-1601. No product return is required for mmt-1780kl.

Manufacturer narrative:
P-cap locked properly during testing. Pump passed self-test. All buttons function properly. No damage noted to keypad assembly and j1 connector on pcb1 was locked properly during visual inspection. Unit successfully downloaded to thus. No stuck key alarms or relevant alarms noted. The electronic assemblies were inspected, and no anomalies noted. Belt clip rails was tested with a belt clip and no issued noted. Unit was received with cracked case on battery side, cracked case (battery tube), battery tube threads - cracked, missing display window/cover, cracked keypad overlay, stained keypad overlay, and pillowing keypad overlay. All buttons functioned properly during test. No keypad anomaly noted. Cosmetic concern of damaged belt clip rails was not confirmed however other physical damage such as, cracked case on battery tube was noted during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.